Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected glucose (glu) result was obtained from a single patient sample using vitros chemistry products glu slides lot 0018-3226-8991 on a vitros 4600 chemistry system. Patient sample result of <20 mg/dl vs the expected result of 133.5 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros glu result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a lower than expected glucose (glu) result was obtained from a single patient sample using vitros chemistry products glu slides lot 0018-3226-8991 on a vitros 4600 chemistry system. The assignable cause of the lower than expected result is an instrument issue with the vitros 4600 system, specifically with the insert blade. The investigation determined that at the time of the event, the slide reference reading was approximately the same as the signal reading, which indicates the read area of the slide was likely not fully inside the incubator slot to be read. Upon a review of e-connectivity, it was shown that the vitros 4600 system posted condition code ¿tg2-80a: pm ring move - edge position error¿, which could indicate an issue was with the insert blade that pushes the slide into the microslide incubator. An ortho field engineer performed service actions that included cleaning the insert blade, verifying the movement and optimizing the microslide incubator and slide dispense settings. The ortho fe also replaced the cm rotor belt, cm slide rotor kickers and bearing pad. A diagnostic within run precision test was performed following the service actions was within ortho acceptable guidelines. Historical vitros glu quality control performance was as expected, indicating that vitros glu lot 0018-3226-8991 performance was as expected in combination with the vitros 4600 system. Continual tracking and trending does not indicate a systemic issue with vitros glu lot 0018-3226-8991. It is unknown if the customer is following the sample collection device manufacturer¿s recommendation for sample centrifugation. Pre-analytical sample handling cannot be fully ruled out as a contributing factor to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. (B)(4).